Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the lead. Failure event was observed during analysis. Final analysis found that only the connector portion was returned in one piece and was measured at 19.5 cm. An external insulation abrasion exposing the outer coil was noted at 5.6 to 5.8 cm from the connector pin. The insulation abrasion found was consistent with friction to the device can. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.